Event description:
The newer model of this device has a smaller bore. There have been two incidents. Both resulted in retroperitoneal bleeds. This one resulted in major morbidity requiring 3 units of blood and add'l hospitalization. MFR rep was present and dr was assured that this was a "perfect closure." Dr feels this is a dangerous device and should be removed from market. Dr has experience with placement of many of these devices. Incident happened at hosp.